Event description:
The advocate stated that her husband rec'd a blood glucose reading of 500 mg/dl from his contour and a reading of 178 mg/dl from the doctor's meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.